Manufacturer narrative:
Date of event: estimated event date. Implant date: estimated implant date. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the part and lot numbers were not reported. In this case, there was no reported device malfunction associated with the supera self-expanding stent system (sess). The reported patient effect of restenosis is listed in the supera instructions for us as a known potential adverse effect of peripheral percutaneous intervention. Based on the case information, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the superficial femoral artery. An unspecified supera self-expanding stent was implanted, and sometime later, the stent had restenosis. Treatment, if any, was not reported. The patient developed cancer and died in (B)(6) 2021 due to the progression of the cancer. In the physicians opinion, the device did not cause or contribute to the death. There was no clinically significant delay in the procedure. No additional information was provided.